Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced sensor glucose versus blood glucose containing 20 - 30 points difference. Customer states threshold suspend was shutting off. Customer's blood glucose at the time of call was 95 mg/dl. No further information provided.